Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer reportedly received the following results on the aviva ii meter within 10 minutes: 445 mg/dl and 145 mg/dl. No adverse event reported. The test strips are used up and customer does not want to return the meter; no product will be returned.